Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2111005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the reported lot were used for additional evaluation. The products were visually inspected and no damage or bent needles were observed. Product undergoes visual inspections throughout the manufacturing process according to procedure, verifying there are no defects or damage on the product. Lot release testing results were reviewed for the reported lot and no issues were identified. Based on our investigation, we are not able to identify a definitive root cause at this time.

Event description:
It was reported while using bd® quincke spinal needles 27g the catheter could not thread through the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when performing the puncture, the plastic part is bent at the junction of the needle; the mandrel does not slip on the needle.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® quincke spinal needles 27g the catheter could not thread through the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when performing the puncture, the plastic part is bent at the junction of the needle; the mandrel does not slip on the needle.